Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported after 3-4 hours of using rubina, the light source tl400 suddenly turns off the light and displays an error message failed to record. Tl400 can be turned on again without restarting the device. There was no information about patient injury and no further intervention required. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
Result of investigation: the products were not sent to karl storz for investigation. The most probable root cause for this defect is a faulty communication with the white light board and the mainboard of the light source. To determine this more precisely, the device must be returned. The event is filed under internal karl storz complaint ID: (B)(4).